Manufacturer narrative:
Visual assessment of the drill confirmed the actuator wire has disengaged from the cutter by uncoiling at the loop. This condition indicates that the window of the distal shaft was not fully inside the joint space and did not allow for the deployment of the cutter. When the cutter cannot rotate, the actuator wire will either deform or disengage from the cutter. Additionally, when viewing the video that was provided, it was observed that entire distal shaft window was not fully inside the joint space when the attempt to actuate the cutter occurred. The device was then rotated and the disengagement of the actuation wire could be seen as the surgeon continued to attempt to actuate and deploy the cutter. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Event description:
It was reported that the retrograde drill bit broke in the patient during a ligamentoplasty procedure. Device fragments were completely removed from the patient. A delay of 30-60 minutes was reported. A backup was used to complete the procedure. No patient injury or complications were reported.